Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that ¿they thought they charged the returned device when they sent it back¿. They stated that they tagged it for patho and sent it back. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Analysis of the implantable neurostimulator found the battery was overdischarged and permanently damaged. Analysis of the lead (s/n (B)(4)) found all conductors were broken 25.7 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient has a medical history of spinal cord stimulators, hypertension and chronic pain. It was reported that the patient hadn¿t used their spinal cord stimulator in years as it didn¿t help their pain. It was reported that the patient was having their scs removed on (B)(6) 2019 and a pump implant put in. Additional information was received on 2019-10-15 from the rep, reporting that the patient was doing well post-operatively after their pump was placed. They indicated that the family had their old recharger/programmer. No further complications were reported/anticipated.